Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. From the returned sample, observed needle pierced through catheter or a ¿v-cut¿ on the catheter that matches the shape of the bevel, which could be caused by needle pierced through catheter. If the needle pierced through catheter occurred in the manufacturing process, the defect would be detected and auto rejected by the 100% inline tip spear vision inspection system. The verbatim mentioned, ¿the device is working properly, by sliding the needle into the catheter: on re-insertion, the needle punctures the plastic, rendering the device unusable¿. Hence, it was suspected that the needle pierced through catheter occurred during product application, when the user re-inserted the needle after partial withdrawal. The user was recommended to follow the instruction in the IFU (d12020 revision 17) ¿ ¿if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert needle into the catheter tubing as damage may occur.¿ as current control, there is outgoing inspection and hourly in-process inspection in place to check for needle pierced through catheter and catheter damage.

Event description:
Short description: before use - shield issue when did the incident occur? Before use before inserting the venous catheter, the nurse checks that the device is working properly, by sliding the needle into the catheter: on re-insertion, the needle punctures the plastic, rendering the device unusable. No impact patient or user.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte-w¿ IV catheter with wings 20 g x 1.16 in. The needle pierced the catheter. There was no report of patient impact. The following information was provided by the initial reporter: short description: before use - shield issue. When did the incident occur? Before use. Before inserting the venous catheter, the nurse checks that the device is working properly, by sliding the needle into the catheter: on re-insertion, the needle punctures the plastic, rendering the device unusable. No impact patient or user.